Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset. The cause was not reported. On an unreported date in the same month as onset, the patient began treatment with ceftazidime (2 grams, once a day, route of administration not reported), amikacin (200 milligrams, once a day, route of administration not reported) and heparin (once a day, dose and route of administration not reported) for the peritonitis. At the time of this report, the patient outcome was unknown. Action taken with dianeal therapy was not reported. Additional information is not available.